Event description:
It was reported that the patient developed unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6), 2010. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2010: the patient underwent cat scan of the thoracic spine without contrast. Impression: chronic considerable t7 compression/burst fracture, very mild kyphosis but no retropulsion of significant stenosis at this level; mild anterior compression fracture of t11 with no substantial malalignment; degenerative changes as described, perhaps related to prior scheuermann's disease; there is no significant stenosis evident in the thoracic spine on this noncontrast examination. (B)(6)-2010: the patient presented for x-rays of the lumbar spine. Impression: no evidence of instability. There is severe compression of deformity of l1 with retropulsion and probable additional mild to moderate compression deformities involving t12 and t11 but incompletely visualized. The patient underwent MRI of the lumbar spine. Impression: chronic appearing considerable central l1 compression fracture with retropulsion and canal stenosis, no effect on the distal conus; bialteral l5 spondylosis, no spondylolisthesis and no significant stenosis at this level; degenerative changes are most prominent otherwise at l4-5 with bulging disc with central protrusion. No high grade stenosis at this level. (B)(6)-2010: the patient presented for x-rays of the lumbar spine. Impression: no evidence of acute fracture or malalignment; appearance of severe compression of deformity of l1 with retropulsion and probable additional mild to moderate compression deformities involving t11, with possible mild t12 anterior wedging. (B)(6)-2010: the patient presented with worsening thoracic back pain, mild to lower thoracic back pain with tingling and numbness in the arms since that time. X-rays of the thoracic spine confirm compressive lesion in a t7-8 region, with approximately 50% loss of height and mild kyphosis at this level. There is a questionable lesion just caudal of the compressed vertebrae. Assessment: work injury; severe thoracic and thoracolumbar back pain with upper extremity numbness and tingling; compression fracture at t7, approximately acute, on plain radiographs and CT imaging. (B)(6)-2010: the patient underwent MRI of the cervical spine. Impression: small posterior disc protrusion c5-6 producing mild narro wing of the dural sac; small disc bulge c6-7 mildly narrowing the dural sac; mild to moderate left neural foraminal stenosis c3-4 secondary to facet arthropathy; sphenoid sinusitis. (B)(6)-2010: the patient underwent MRI of the thoracic spine. Impression: chronic compression fracture l2 vertebral body resulting in moderate central spinal stenosis without deformity of the tip of the conus; chronic compression fracture of the t8 vertebral body; multilevel changes including endplate irregularities, schmorl's nodes, degenerative loss of disc signal and height, and anterior loss of vertebral body height suggesting scheuermann's disease. (B)(6)-2010: the patient presented for review of studies. MRI of the thoracic spine confirmed a chronic compression deformity at l2 with moderate stenosis. In addition, a chronic compression fracture is noted at t8. Cervical MRI confirmed small central disc protrusions at c5-6 and c6-7 with moderate left sided foraminal narrowing at c3-4 secondary to facet arthropathy. (B)(6)-2010: the patient presented with lumbar discomfort, but now with worsening axial mechanical back pain, and worsening bilateral lower extremity pain, numbness and tingling. The patient reports radiating pain into the thighs bilaterally and into the groin regions bilaterally. Thoracolumbar imaging studies confirm a subacute/chronic appearing compression fracture at l1, with moderate to severe canal stenosis at the t12-l1 level secondary to ongoing collapse at the l1 level relative kyphosis. Time, exercise, and medication have failed to alleviate his symptoms. (B)(6)-2010: the patient presented for a lumbar myelogram and ctd with IV contrast. There is chronic appearing moderate anterior wedge compression fracture l1 vertebral body with mild retropulsion superior endplate causing mild to moderate canal stenosis. There is fusion of the anterior osteophytes at t12 and l1. There is otherwise normal alignment with no evidence of spondylolisthesis or instability with flexion/extension. Very mild anterior epidural defects l3-4 and l4-5. There is amputation of the right sided l5 nerve root sleeve. CT found there is chronic appearing superior endplate and burst type fracture of the l1 vertebral body that appears to involve both superior and inferior endplate with a vertical and oblique component in the posterior aspect of the body that appears to have extended to the posterior wall of the body with retropulsion of posterior superior endplate causing mild to moderate canal stenosis ap diameter 8mm with residual csf and contrast surrounding cauda equine. There is fused anterior longitudinal ligament and spurring at t12/l1. There is otherwise normal alignment with bilateral l5 spondylolysis. No other evidence of fracture or abnormal lytic or sclerotic lesion. Tip of the conus appears normal at the t12/l1 level. Mild degenerative spondylosis t11/12 wtihout significant stenosis. Mild degenerative spondylosis t12/l1 without significant stenosis. Ap diameter canal l1 and 8mm above. No high grade lateral recess or foraminal stenosis. L3-4 shows mild disc bulge and very small posterior central disc protrusion with no high grade stenosis or impingement with mild facet arthropathy. L4-5 shows facet arthropathy worse on the right which combined with disc bulge contributes to moderate degree of right sided lateral recess stenosis. There is some deformity and displacement of the proximal right exiting l5 nerve root although there is small amount of residual contrast surrounding this nerve root. There is very small nonimpinging posterior central disc protrusion with no significant canal or left lateral recess stenosis. (B)(6)-2010: the patient underwent x-rays of the abdomen. Impression: bowel gas pattern is nonspecific. There are scattered increased densities seen throughout the margins of the colon, which may relate to retained barium or ingested foreign material. No evidence to suggest bowel obstruction. X-rays of the chest reveal heart size is normal. There is mild bibasilar atelectatic changes. Lungs are otherwise clear without focal consolidation. (B)(6)-2010: the patient underwent CT of the abdomen and pelvis. Impression: diverticulosis; small bilateral pleural effusions and small to moderate pericardial effusion. (B)(6)-2010: the patient underwent an echocardiogram. Interpretation summary: the estimated left ventricular ejections fraction is 60%; there is mild asymmetric left ventricular hypertrophy; the right ventricle is mildly dilated; small pericardial effusion; no hemodynamically significant valvular lesions. (B)(6)-2010 : the patient presented with the following preoperative diagnoses: lumbar stenosis; lower extremity myelopathy; debilitating sciatica; work injury. The patient underwent the following procedures: lumbar laminectomy decompression l4-5, all without fusion; posterior thorocolumbar laminectomy with decompression, t12-l1, l1-2, bilaterally at each level; partial corpectomy, via posterior approach, l1 vertebral body; posterior spinal fusion t12-l2 using posterolateral technique; pedicle screw instrumentation t12-l2 bilaterally using pedicle screws at t12 bilaterally and l2 bilaterally, with cross link; allograft, rhbmp-2/acs; use of intraoperative x-rays. Intraoperative findings: vertebral body injury at l1, causing severe cord compression; lateral recess stenosis l4-5. Per the op notes, following instrumentation, rhbmp-2/acs, local autograft and bone strips were placed in the posterolateral gutters. No complications were noted. (B)(6)-2010: the patient was discharged home. (B)(6)-2010: the patient underwent MRI of the lumbar spine. Impression: postoperative findings at t12 through l2 for chronic l1 compression fracture. There is decompression of the dural sac. There is mild retropulsion and mild narrowing of the dural sac; postoperative changes l4-5, there is mild retrolisthesis and a posterior annular fissure, right anterior epidural fibrosis is present; bilateral l5 spondylolysis without l5-s1 spondylolisthesis. (B)(6)-2010: the patient presented with lower extremity pain, numbness, tingling, and weakness . (B)(6)-2011: the patient presented with axial back pain and lower extremity discomfort with numbness and tingling. The patient has u ndergone emg testing which confirmed that his lower extremity complaints were a blend of diabetic neuropathy and lumbar radiculopathy. The patient is instructed to begin physical therapy immediately. (B)(6)-2011: the patient presented for emg. The patient has support for likely severe left carpal tunnel entrapment. The patient also appears to have moderate right carpal tunnel entrapment supported by motor and sensory criteria being satisfied. The patient's left ulnar potential is unobtainable. The patient has support for right guyon canal entrapment and he also has significant conduction block along the course of the ulnar nerve. Abnormalities of the upper extremities include increase polyphasia for the right flexor carpi ulnaris. The right abductor pollicis brevis was noted to have a decreased number of motor units firing rapidly. The patient's right biceps was noted to have increased insertional activity. (B)(6)-2011: the patient presented for emg. They revealed unobtainable peroneal and tibial potentials. On proximal stimulation of the common peroneal nerves the patient has no response for the anteiro tibialis muscles. Neither sural potential was obtainable, although out of fairness the patient has significant edema. Needle electromyography supports that the patient has active denervation in various muscles including the right tibialis anterior, right medial gastroenemius, right peroneus longus, right vastus lateralis, left tibialis anterior, and left peroneus longus. (B)(6)-2011: the patient presented and was found to be getting better. Ap and lateral views of the lumbar spine show well placed pedicle screws at his prior fusion site t12 to l2 and his prior laminectomy site at l4-5 with instability. (B)(6)-2011: the patient presented with decreasing leg and knee symptoms. Two views of the lumbar spine show a healing fusion at the thoracolumbar junction, with good alignment of the lower lumbar spine. (B)(6)-2011: the patient presented for follow up. His lumbar symptoms are improving. The patient now reports issues with the cervical spine. He has numbness and tingling in the arms. A small central disc protrusion causing mild canal narrowing was noted in (B)(6) 2010. (B)(6)-2011: the patient underwent an MRI of the cervical spine. Impression: small disc bulges mildly narrowing the dural sac c5-6 and c6-7; left neural foraminal encroachment c3-4 secondary to facet arthropathy. (B)(6)-2011: the patient presented for review of his cervical MRI. The study confirms mild disc bulging at c5-6 and c6-7, similar to his prior cervical MRI. The patient underwent a fluoroscopic guided epidural steroid injection, c6-7. No complications were noted. (B)(6)-2011: the patient presented with back pain and a previous diagnosis of neuropathy and carpal tunnel. Assessment: displacement of cervical vertebral disc without myelopathy; spinal stenosis, lumbar region, without neurogenic claudication; low back pain; sciatica; (B)(6)-2011: the patient presented with pain returning after first cervical esi. Assessment: cervical axial neck pain, no better, esi has worn off. (B)(6)-2012: the patient presented stating he was 30% better after his first injection. The patient underwent his second cervical esi injection, fluoroscopically guided at c5-6. No complications were noted. Assessment: displacement of cervical vertebral disc without myelopathy; spinal stenosis, lumbar region, without neurogenic claudication; low back pain; sciatica; neck pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.